Event description:
It was reported that there was low impedance on both the atrial and right ventricular leads. The atrial lead was unipolarized and remains in use. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.